Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer declined troubleshooting. Reportedly, customer is working with her health care professional on the reported issue.